Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Lot: 7080629.

Event description:
It was reported that following a spinal cord stimulation lead implant procedure, the patient experienced a high level of pain in the legs. The patient was admitted to the hospital and imaging was performed, however, no issues were found. The device was reprogrammed and the patient felt better the next day. It is unknown if the pain was device or procedure-related. The devices remain implanted in the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6).

Event description:
It was reported that following a spinal cord stimulation lead implant procedure, the patient experienced a high level of pain in the legs. The patient was admitted to the hospital and imaging was performed; however, no issues were found. The device was reprogrammed and the patient felt better the next day. It is unknown if the pain was device or procedure-related. The devices remain implanted in the patient. Additional information was received that the patient was administered medication for the pain.